Manufacturer narrative:
Product event summary: the full lead was returned in segments. A proximal portion was received measuring 54 cm. And a distal portion was received measuring 54 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo. The lead was explanted and replaced.

Event description:
It was reported that the right ventricular (rv) lead had a low sensing value, increased and high threshold and a drop in pase/sense impedance. Further tested was recommended. Additional information has been requested, but is not available. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.